Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusin alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by an elevated downstream sensor current reading. The device was reworked and recalibrated to correct this condition.